Manufacturer narrative:
(B)(4). Date sent: 4/28/2021. H6: no device problem found (c19). Device analysis: a partially unseated washer was observed during the visual assessment. The washer was slightly bent outwards in the shape of a saddle with welds holding the washer in place. This was likely due to forces applied during explant procedure. However, the partially unseated washer didn't contribute to customer¿s experience. The visual analysis excepting the unseated washer was consistent with an explanted device. Overall review of the device function and dimensions show no anomalies from a device that has been reasonably changed as part of the explant procedure. Visual analysis was consistent with an explanted device, and link length and tensile force were found to meet the applicable specifications. Overall, no analysis conclusions relevant to the patient experience were found. The device lot number is unknown; therefore, the device history record could not be reviewed.

Manufacturer narrative:
(B)(4). Date sent: 04/13/2021.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: prior to linx placement, did the patient have an egd, ph, and manometry studies done? If yes, could you please share the results? Not provided this information. On what date did the implant take place? Not provided this information. What is the product code for the linx device that was removed? Not provided this information. What is the lot number of the linx device? Not provided this information. When using the linx sizing device what technique was used to determine the size? Not provided this information. Did the patient have an autoimmune disease? Not provided this information. Is the patient currently taking steroids / immunization drugs? Not provided this information. Did the patient have any pre-existing dysphagia or other conditions (other than gerd)? Not provided this information. How severe was the dysphagia/odynophagia before intervention? Not provided this information. Were there any intra-operative complications during implant? Not provided this information. Was there any hiatal or crural repair done at the same time as the implant? Not provided this information. Were there any other contributing factors that led to the removal of the device other than the reported dysphagia/weight loss? Not provided this information. Besides the reported dysphagia/weight loss, what was the reason for removal of the linx device? Not provided this information. Was the device found in the correct position/geometry at the time of removal? Not provided this information.

Event description:
It was reported that a linx device was explanted due to dysphagia (difficult swallowing), and significant weight loss.